Manufacturer narrative:
Field follow-up confirmed the physician performed all the provocation tests recommended by boston scientific's technical services. All actions displayed an impedance of 115 ohm to 125 ohm; additionally, a test shock was given with an impedance of 97 ohms and a charging time of 11 seconds displayed. Since no interference was present and the testing proved successful, no lead intervention was taken nor deemed required at this time and the follow up interval set to 3 months.

Event description:
It was reported that this lead exhibited a high shock impedance measurement. Data was sent for a technical services evaluation. No intervention to date and no adverse patient effects have been reported.

Manufacturer narrative:
Should additional information be received, another report will be completed.

Event description:
It was reported that this lead exhibited a high shock impedance measurement. Data was sent for a technical services evaluation. No intervention to date and no adverse patient effects have been reported.